Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the vision is foggy. No patient involvement and no negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: reported issue: foggy vision. Investigation: this optic has a broken rod lens due to a bent stem. The imaging is cloudy and blurred due to the rod lens fracture. No further damage can be detected. Damage identified by the service evaluation: - bent shaft. - broken rod lens, consequential damage due bent shaft. Conclusion: regarding the customer's description, "foggy vision" can be confirmed. The imaging is cloudy and blurred. The cause of the poor imaging is a bent shaft due to excessive mechanical force, which resulted in a rod lens break. No further image-impairing damage can be detected. The distal soldering seam is in very good condition and intact. Except for the mechanically caused damage, the optics are in good condition. The detected damage cannot be attributed to a manufacturing/production defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).